Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 58565 -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), rash ("rash"), pruritus ("constant itching"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), fatigue ("extreme fatigue"), anaemia ("extreme anemia"), hypoaesthesia ("hand numbness"), paraesthesia ("tingling"), acne ("acne"), thrombosis ("blood clots") and exfoliative rash ("patches of flaky skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, allergy to metals, rash, pruritus, autoimmune disorder, feeling abnormal, fatigue, anaemia, weight increased, hypoaesthesia, paraesthesia, acne, thrombosis and exfoliative rash outcome was unknown. The reporter considered acne, allergy to metals, anaemia, autoimmune disorder, back pain, dysmenorrhoea, exfoliative rash, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, paraesthesia, pelvic pain, pruritus, rash, thrombosis and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 5-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 58565 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), allergy to metals ("nickel sensitivity"), rash ("rash"), exfoliative rash ("patches of flaky skin"), pruritus ("constant itching"), genital haemorrhage ("bleeding"), blood loss anaemia ("extreme anemia"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("extreme fatigue"), hypoaesthesia ("hand numbness"), paraesthesia ("tingling"), feeling abnormal ("brain fog"), acne ("acne") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, allergy to metals, rash, exfoliative rash, pruritus, genital haemorrhage, blood loss anaemia, autoimmune disorder, fatigue, weight increased, hypoaesthesia, paraesthesia, feeling abnormal, acne and thrombosis outcome was unknown. The reporter considered acne, allergy to metals, autoimmune disorder, back pain, blood loss anaemia, dysmenorrhoea, exfoliative rash, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, paraesthesia, pelvic pain, pruritus, rash, thrombosis and weight increased to be related to essure. Lot 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), rash ("rash"), pruritus ("constant itching"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), fatigue ("extreme fatigue"), anaemia ("extreme anemia"), hypoaesthesia ("hand numbness"), paraesthesia ("tingling"), acne ("acne"), thrombosis ("blood clots") and skin exfoliation ("patches of flaky skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, allergy to metals, rash, pruritus, autoimmune disorder, feeling abnormal, fatigue, anaemia, weight increased, hypoaesthesia, paraesthesia, acne, thrombosis and skin exfoliation outcome was unknown. The reporter considered acne, allergy to metals, anaemia, autoimmune disorder, back pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, paraesthesia, pelvic pain, pruritus, rash, skin exfoliation, thrombosis and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.